Event description:
It was reported that a pump module had a broken sear. It was also noted on the photos provided that there was a chip on the external door¿s lower hinge. This was observed by bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had a broken sear. It was also noted on the photos provided that there was a chip on the external door¿s lower hinge. This was observed by bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, c, d codes and manufacturer narrative. Note that imdrf annex a0401, c07, d02 and g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that a pump module had a broken sear. It was also noted on the photos provided that there was a chip on the external door¿s lower hinge. This was observed by bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned, d15 - cause not established. Additional information: imdrf annex b, c, d codes, device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report damaged/broken sear was confirmed through the visual inspection. There was no information on patient involvement. ¿ the inspection of the pump module was observed with the right sear ear broken and detached completely from the module, the issue results in safety clamp open alarm even the door is closer, and the issue was confirmed with a functional test. O the results of the investigation supporting the sear 8100 (pntc10008276) breakage from complaint (B)(4), from both tests indicate that the smooth fractures seen in the field were consistently reproduced with the samples exposed to virex. O none of the control samples and samples tested using bd approved cleaners showed signs of the smooth fractures and do not indicate any presence of void/cavities. O the assessment of the previous investigations/fi have also indicated that virex is incompatible with the sear component. O the studies performed by ge plastics, sabic and the chemical compatibility test report determined that virex is incompatible with cycloy resin (resin/material used the sear) as virex has a degrading effect on the polycarbonate material. O virex contains dimethyl benzyl ammonium chloride and dimethyl ethylbenzyl ammonium chloride, both ingredients are quaternary ammonium compounds which cause degradation and stress cracking in polycarbonate materials, and are not approved to be used on bd devices o based on the results, the exposure to virex solution is causing the degradation/esc (environmental stress cracking) of the parts and is resulting in a very similar failure mode as seen in the field complaints. ¿ the report/photo in the file associated with a chip in the door was not found to exist on the received pump module and may have been a different pump module that was not returned. ¿ according to the alaris system user manual v12.1, keep the pump module door closed when instrument is not in use or transport to another department to prevent accidental damage to door components. ¿ do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. ¿ the bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use: o clorox healthcare® bleach germicidal wipes. O dispatch® hospital cleaner disinfectant towels with bleach o metrex caviwipes¿ bleach disinfecting towelettes ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the door latch and sear need to be completely replaced. Device opened for investigation, please re-toque all screws. Repair center should follow their normal processing of the device, looking for any incidental issue prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the primary cause of the reported sear breakage is being attributed to the use of a non-approved cleaning chemicals which lead to plastic embrittlement and environmental stress cracking. The are no similar complaints identified from this lot of sears or other lots shipped to customers in the last 12 months ((B)(4) large volume pump devices). Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility. Bd engineering to continue to investigate supplier/molding processes to identify opportunities to continue to strengthen the sear.